Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon noted a scratch on the lens once it was set inside the eye. The lens was removed and another lens was implanted instead. There was no reported harm to the patient. Additional information was requested.

Manufacturer narrative:
The product was returned. Solution is dried on the lens. One haptic is broken in the gusset area (returned). The other haptic is slightly bent in the gusset and distal area. The optic is cut, typical of insertion and removal. The cut optic has multiple scratches on the anterior and posterior sides of the lens. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).